Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging port is damaged. The customer declined assistance from tandem technical support regarding this issue. There was no reported adverse effect to the customer's blood glucose level.